Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon would not fully inflate. The physician inflated the balloon to deploy the stent but the balloon would not stay inflated. The physician used another balloon in order to assure that the stent was fully deployed. No additional information is available at this time despite numerous attempts to obtain it.

Event description:
The indeflator was losing pressure while inflating the balloon. Then there was difficulty removing the balloon catheter from the deployed stent. Upon removal and checking the catheter, there appeared to be a leak in the shaft of the balloon catheter. No sequelae to the pt.